Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2011 with a bifurcated and suprarenal aortic extension. Upon follow-up computed tomography on (B)(6) 2016, it was discovered that the patient had an increase in sac size which appeared to be an endoleak type iiia. The physician repaired the endoleak using an infrarenal aortic extension. The patient is doing well and is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There were limited patient medical records and limited patient images available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include; patient on antiplatelet therapy and minimal overlap at initial implant was identified.